Event description:
Biomed called to report that the alaris infusion device started smoking while in use on a pt. The nurse reported that she saw smoke coming out of the left side of the pcu between the lvp and the pcu. She removed it from the pt immediately. The device was alarming and she could not silence the alarm or turn the device off. The biomed reported that he could not turn off the device and had to remove the battery to get the alarm to stop. Biomed also stated that the bottom edge of the device was wet however the top of the device was dry. He was not sure where the fluids came from. The biomed reported that there were 2 other lvps attached but they had no visual damage and he will check them in his biomed office. No patient harm occurred. Customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.